Event description:
The customer contact reported during testing at the user facility, the device did not alarm when air was in the tubing distal to the device. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device did not alarm when air was in the tubing set distal to the device. This was due to a broken air sensor. The cause of the broken air sensor could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).